Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 4092-58 lead, implanted 2004-(B)(6); 305025 aortic heart valve, implanted 2003-(B)(6). (B)(4).

Event description:
It was reported that the patient presented with shortness of breath due to loss of av synchrony brought on by fracture of the right atrial (ra) lead. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.